Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was 494 mg/dl. The customer was treated with insulin pump for high blood glucose level. The customer did not mention any symptoms related to high blood glucose level. The customer does not allege the insulin pump for under delivery. Customer was assisted with troubleshooting and the issue was resolved. The insulin pump will not be returned for analysis.